Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
Baxter (B)(4) received a report that an intermate leaked. The device was filled with 90 mg of pamidronate in 250 ml of (B)(4) saline. It is unknown when this leak occurred; however, this product was not administered to a patient. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. Evaluation summary: baxter received one sample for evaluation. Visual examination of the unit noted partially broken tubing at the junction of the distal end luer post. A functional test was performed and showed a leakage at the site of the partially broken tubing. Therefore, the reported leak condition was confirmed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Should the root cause evaluation and/or any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The root cause is due to a manufacturing defect.